Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The ac/dc power supply unit inside the mpu was damaged. Further evaluation of the power supply unit found an electrically open mains fuse. The failure corresponds with the event description of the mpu ¿on¿ indicator light not working. The patient received a replacement unit from hospital stock. The mpu was repaired (power supply replaced) and returned to the customer. The cause of the electrically open fuse in the mpu power supply was not determined in this analysis. The mobile power unit (mpu) assembly was made in jul 2020. The unit was packaged and placed into stock on aug 12, 2020. The unit was sent to the customer on sep 2, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the lights on the mobile power unit (mpu) did not come on when plugged into an outlet. The unit was verified to be connected to a/c power on multiple outlets, and there were no environmental circumstances that would have affected a/c power at the time of the event. A warranty replacement was requested and the old unit was returned for evaluation.